Event description:
It was reported that during the implant procedure, the guidewire would not advance in the lead and could not be removed. The lead was no longer used. No patient symptoms were reported.